Event description:
It was reported that the electric dermatome was exhibiting loss of power. The event occurred outside the surgical environment. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2022-00775. The initial report 0001526350-2022-00822 was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2022-00775. The initial report 0001526350-2022-00822 was created in error and should be voided.